Event description:
It was reported during implant that the health care provider (hcp) attempted to implant catheter but could not due to the metal tip of the catheter and catheter material not flushing. The location was noted at the rim/ridge where the catheter meets the tip. It was indicated that the hcp believed that the catheter did not look like a normal catheter tip. The patient status was reported as alive and without symptoms or injuries. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8709sc, lot # h828164704, implanted: (never implanted), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.